Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation but the balloon ruptured during inflation. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
D4: corrected batch/lot number from 24767323 to 24767327. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen, and blood in the guidewire lumen. The balloon was loosely folded. There was a pinhole at the proximal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation but the balloon ruptured during inflation. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
D4: corrected batch/lot number from 24767323 to 24767327.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation but the balloon ruptured during inflation. The procedure was completed with another of the same device. There were no patient complications reported.